Event description:
In 2008, medwatch uf / importer report # 5201390000-2008-8001 was received: "event desc: during robotic surgical procedure for total laparoscopic hysterectomy, a few minutes into the procedure, an arc occurred and arc hit uterine tissue. No harm to patient as uterus was going to be removed. Tip cover replaced. Device being used was the monopolar shears davinci surgical system by intuitive. Tip cover on device noted to have brown spots and holes after arc of shears occurred. Machine at recommended settings and, tip cover applied to monopolar shears according to manufacturer's directions. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No."

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover silicone has a .030 inch by .050 inch oblong hole next to one of the parting lines, which exhibits localized melting indicative of arcing. The hole is approx. .200 inches above the silicone to sleeve interface. When placing the tip cover on a monopolar curved scissors instrument, the hole is in a location where the silicone gets thinner, as it stretched over the radius when the instrument wrist is pitched. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, due to repetitive articulation of the instrument wrist.